Event description:
Pt had previously undergone 6/9/94 surgical repair of t10 burst fracture. The thoracic fusion surgery included: -t10 vertebrectomy & decompression, -t11 hemivertebrectomy with tricostical iliac crest strut grafting from t9-t11, internal fixation with plate. Later, on 8/27/95, pt complained of back & abdominal pain & hemoptysis. Angiogram showed large pseudoaneurysm in lt lower chest, communicating with aorta, located next to spinal fixation device. The communication was a vent ot 4-6mm. Pseudoaneurysm drained via diastolic pulsatoins into aortic & through pulmonary venous connections. Pt was taken to or, left thoracotomy, pt died in or after failed resuscitation attempts. Provisional anatomic diagnosis-recent thoracic aortic laceration due to erosion to aortic wall from screw in ortho hardware.